Manufacturer narrative:
If explanted, give date: not applicable as the device remains implanted. Additional concomitant products: phaco machine, sn unknown, phaco tubing, lot unknown, balanced salt solution, lot unknown. (Other): the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported of toxic anterior segment syndrome (tass) in the right eye of a patient which was implanted with an intraocular lens. The event occurred first day post operation. Post operational drops givent to the patient were besivance, prolensa. Additional information received indicated that the post-op medications were durezol / besivance/ilevro. It was confirmed that the patient has patient recovered and no patient injury was reported. The lens remains implanted and the healon product is not available for return. The surgery center indicated that they fully investigated the issue; however, the cause is undetermined. No further information was provided. This emdr is for the suspect intraocular lens, model zcb00. A separate report is being submitted for the healon endocoat duet.